Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer's blood glucose level was 24 mmol/l at the time of incident. It was unknown whether the customer was using auto mode feature or not. Customer was assisted with programming of the insulin pump. No further information was provided. The insulin pump will not be returned for analysis.